Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, sep 01,2023, was chosen as the best estimate based on date the manufacture became aware of article. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source spaceoar hydrogel distribution and early complications in patients undergoing radiation therapy for prostate cancer" written by andrew yates, md et al. Block h6: imdrf patient code e1309 captures the reportable event of urinary retention. Imdrf patient code e2330 captures the reportable event of pain.

Event description:
Boston scientific became aware of multiple events involving multiple spaceoar devices through the article, "spaceoar hydrogel distribution and early complications in patients undergoing radiation therapy for prostate cancer" written by andrew yates, md et al. The study performed between february 2020 and september 2021, describes that before the procedure, oral antibiotics prophylaxis was taken by the patients, the procedure was performed under ultrasound guidance. Local anesthesia with adrenaline was used during the procedure. 160 patients underwent into a hydrogel spacer placement procedure, the hydrogel placement was assessed on magnetic resonance imaging (MRI). As a result, 117 patients had symmetrical distribution of the hydrogel spacer. This report was created to capture the case of patients that experienced pain and urinary retention. The article reported, one of patients had an intraprostatic injection of the hydrogel, the abnormal distribution of the hydrogel was recognized during the injection after the administration of 6 ml of material. The patient experienced urinary discomfort symptoms following the procedure, the event was treated with tamsulosin. The patients' symptoms settled after one week. For this patient the radiation treatment was delayed. The patient subsequently reported passing gel material per urethra four weeks after the procedure. Magnetic resonance imaging (MRI) showed no hydrogel, and the procedure was repeated successfully. Then the patient completed the radiation treatment. It was also reported the case of a patient that experienced pain and pressure after the hydrogel insertion had to be attended in the emergency department. The patient did not require hospital admission and no further treatment was required. An additional patient who had urinary retention after the procedure and was attended to in the emergency department the event was resolved without catheterization. The patient's current condition was unknown. No further information has been obtained despite good faith efforts.